Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.50/2.0/089, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
(B)(4). Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the haptic torn. (B)(4).